Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8703w, lot # l42496, implanted: (B)(6) 1997, explanted: (B)(6) 2016, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter. (B)(4).

Event description:
Information was received from a manufacturer's representative regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had their entire infusion system removed on (B)(6) 2016 due to post-operative issues. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Event description:
(B)(4). Additional information was received from a manufacturer's representative (rep). Post operatively the patient complained of extreme pain and burning in her feet that was unresponsive to pain relieving measures. Patient was admitted to the hospital for pain control. The original plan was to do a catheter revision procedure but instead the entire infusion system was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.